Manufacturer narrative:
Block h6: device code a0401is being used to capture the reportable event of suture break. Block h11: device evaluation: the returned overstitch suture was not returned for evaluation and there was no media available for analysis. The reported event could not be confirmed. A risk review of the overstitch suture was completed and confirmed that the events of suture break and additional device required were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. There is no evidence the device was improperly used per the instructions for use (IFU), and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Based on all gathered information, there is not enough evidence to determine whether the suture break was due to the physician's technique during the procedure or was related to a device malfunction. Additionally, for the event additional device required, it happened during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that an overstitch suture was used during a transoral outlet reduction (tore) procedure on (B)(6) 2026. During the procedure, the suture broke. The procedure was completed with a new suture. There was no patient complications reported as a result of this event. Note: this is the second of two overstitch sutures used in the same procedure.